Manufacturer narrative:
(B)(4). The sample was not available; therefore, the reported condition could not be confirmed and the cause was undetermined. A batch review was not conducted as the lot number was not provided. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in line), which occurred on the homechoice (hc) during dwell 2 of 3. The technical service representative (tsr) had the home patient (hp) cycle the power and system error 2367 alarmed. The tsr then informed the hp to start over with new supplies. Per the troubleshooting performed by the tsr, the hp reported the patient was connected at the time of the alarm, that the patient did not disconnect any time prior to the alarm, that all the bags were spiked and connected, that patient line extensions were not used, that there were no open clamps on unused supply lines, and that nothing unusual was noted with the supplies. The tsr reviewed proper procedures per the user manual with the patient. The hp would end therapy and call the registered nurse (rn) in the morning. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the peritoneal dialysis registered nurse (pd rn) (B)(4) 2012 the regarding reported problem. The pd rn stated that the patient did mention the alarm to them, and everything is fine. The pd rn stated they did not mention noticing anything different or unusual with the supplies nor with the machine. They have not had any further problems or needed medical attention due to this alarm. No further information was obtained from the nurse. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.